Event description:
It was reported that during an unknown procedure, the device jaws failed to open. It was not reported how the case was completed. There were no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/07/2009. Information anticipated, but unavailable at this time.